Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hyperglycemia, with a blood glucose reading of 450 mg/dl. The customer's mother stated that the customer was using a recalled model mmt-399 quick-set infusion set that had expired already. Nothing further was reported.